Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. Customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer stated that the drive support cap was normal t and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin pump had an off no power alarm and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, excessive no delivery test, prime test, occlusion test, seat and rewind and basic occlusion test. No motor error or unexpected battery power loss noted during testing. Motor tested outside the device and passed.